Event description:
Caller reported experiencing a cartridge alarm 20, indicating a malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging for a pump replacement, advising on the necessary steps for receiving and returning the pump, and ensuring the customer had a backup therapy plan to prevent any interruption in insulin delivery. Customer reverted to an alternate method of insulin therapy.